Event description:
Diabetic on insulin for 30 years tested on suspect device and blood glucose=148 mg/dl. He passed out and son called emergency medical technician. The emergency medical technician meter blood glucose=57 mg/dl. He was taken to the hospital and treated and later released. Customer was using expired strips.

Manufacturer narrative:
H6 no product returned. Customer was using expired glucose reagent strips.